Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd received two used 24 gauge insyte autoguard blood control winged units from an unknown lot for evaluation. A review of the device history record could not be performed as the reported lot was unknown and could not be identified from the returned units. Our quality engineer visually inspected the returned units and observed no visible damage to the devices or their components. Next, the engineer performed a water/air leakage test on both units. Both units appeared to be leaking near the nose of the catheter adapter. Finally, the units were inspected under a microscope. Unit 1 appeared to have a m-shaped tear on the catheter tubing right above the nose of the adapter while unit 2 appeared to have a tear in the shape of a line with a slight arch to it above the nose of the adapter. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. However, it was unlikely that both units shared the same root cause. Therefore, they will be addressed separately. The damage observed to the first unit appeared to be manufacturing related. While it was not impossible to create shapes closer to the one observed in the user environment. It was unlikely that a spear through during use caused this defect as it would require the clinician to retract the needle far back and then proceed to heavily manipulate the unit. Based on the location of the damage and the observed characteristics, it was likely that the reported defect originated during swaging of the unit in the manufacturing process. During the swaging process the tubing was placed over a pin and may get pinched or nicked creating the observed damage. Regarding the root cause for the second unit, the engineer was unable to determine an exact root cause as the observed damage was different from the first unit. The damage to the catheter tubing appeared to be caused by a partial spear through where only one side of the needle pierced through the catheter tubing and this type of damage can occur during the manufacturing process or during use in the clinical environment. The appropriate manufacturing personnel were notified of this event to raise awareness of this issue and prevent recurrence.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle through while introducing catheter. The following information was provided by the initial reporter: rns noticed that the 24g IV catheters were defective during IV placement. When they started to flush the IV once inserted, blood leaked near the base of the plastic catheter (before the yellow hub and outside of the patient's skin).